Event description:
(B)(4). Gradual pain in my neck, loss of feeling down left arm, tingly hand. Starting developing migraines, increasing in frequency. Abnormal menses, extremely heavy, painful, with pmdd like symptoms. Joint pain in shoulders, back, ankles.